Event description:
Edwards received notification that a 27mm aortic valve was explanted after an implant duration of 11 years and 9 months due to calcification, pannus, torn leaflet, severe aortic stenosis, and moderate regurgitation. The patient was noted as to be hospitalized in stable condition after the procedure.

Manufacturer narrative:
H10: additional narratives. Updated b5, d4, h3, h4, and h6 per new information received. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. H3: product evaluation customer report of stenosis was confirmed through observed calcification and host tissue overgrowth. Report of regurgitation was confirmed through observed rolled leaflet due to host tissue overgrowth. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of all three leaflets on both the inflow and outflow aspects. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 1 at the inflow aspect and 8mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. The free margin of leaflet 1 was rolled towards the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 1 had a 4mm tear near commissure 1. Leaflet 2 had a 7mm tear near commissure 2 and an 8mm tear near commissure 3. Leaflet 3 had a 5mm tear near commissure 3 and a 3mm tear near commissure 1. Calcification was evident at the tears. Approximately 70% of the sewing ring was cut off from the valve and fragments of the cut off sewing ring were returned. Wireform was exposed on all three commissures, around leaflet 1 at the inflow aspect of the valve, and around leaflets 1 and 2 at the outflow aspect of the valve. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device is in the process of being evaluated. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that a 27mm aortic valve was explanted after an implant duration of 11 years and 9 months due to severe stenosis and moderate regurgitation. The patient was noted as to be hospitalized in stable condition after the procedure.